Manufacturer narrative:
Findings: pump was received with detached end cap, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level via manual injection. Customer advised the drive support cap had come off completely. Customer advised the damage occurred when they changed the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.